Event description:
It was reported that during an unknown procedure, the handpiece stopped working. They completed the case with another handpiece with no patient consequence. No additional case or patient details were known.

Manufacturer narrative:
(B) (4). (B) (4). The hand piece was tested on a generator and found to be not functional. It no longer meets design specifications for continuity and phase margin. The hand piece was disassembled, a torn acoustic isolator was found in the instrument possible causes of continuity: causes that may contribute to this are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. Causes that may contribute phase margin being out of specification are pinched wires during manufacturing, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life. The batch history records were reviewed with no anomalies noted during the manufacturing process.